Event description:
Consumer stated that the leg allegedly broke half way down on the left hand side and it's bent allegedly causing her to fall. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model is unknown, (B)(4) is approximately 9 months old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female who (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.